Event description:
Pacemaker inserted in 1988. Routine pacemaker surveillance showed need to change battery. Ventricular lead is involved in a recall. Leads were tested during surgery & found to be not functioning. Generator was changed. Pt was referred to this dr & seen on 9/7/95. Coumadin in 3 day cycles 2.5, 2.5, & 5 mg. Lopressor 25mg bid, digoxin .25mg. Coumadin stopped 2 days before surgery.